Event description:
Customer reported via phone, the insulin pump will alarm no delivery when the reservoir was low. Customer stated he noticed the insulin gels up in the reservoir, like jello or frozen. Customer's blood glucose was below 200 mg/dl when issues occurred about 180 mg/dl. Customer declined troubleshooting but did state she does not wait till the insulin was at room temperature. Customer was advised to monitor the device, speak to her doctor, and call back if issue persisted. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.